Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and emitted no audible tones. The pump case was removed, and the piezo was observed to be cracked at a solder joint. Unrelated to these issues, the keypad cover was observed to be peeling, and the pump casing was cracked near the case seal. The keypad buttons responded properly to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and cracked piezo solder joint. This report is made based on results of investigation completed on 01/19/2016.